Event description:
This ra lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2011 states that it looks like there may be some atrial undersensing. Last check (B)(6) 2011 had an atrial pacing threshold of 1 v. Ts states at the onset of the event there does appear to be some atrial undersensing but cannot know for how long the event lasted. Could consider bringing the patient in for lead evaluation and mention to md that there was 1 event that appears to show some atrial undersensing but the device did detect it eventually. Option is to continue to monitor or evaluate further. Rep will discuss with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).